Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The balloon was in incorrect position. The balloon was explanted and replaced. No patient complications reported.